Event description:
The physician performed an ercp and stone removal with a soft wire basket. The basket was placed into the common bile duct; however, during the procedure the basket would not retract. The patient was taken to surgery where the basket was removed. The patient has since then expired; however, it was noted the death was not directly related to the incident. No further info is available.